Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the pressure line of an rt235 infant dual heated evaqua breathing circuit was found disconnected after two days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt235 infant dual heated evaqua breathing circuit and its pressure line were not returned to fph for investigation. Without the complaint device or sufficient information from the hospital regarding the reported incident, we are unable to confirm and determine definitively the root cause of the reported fault. However, it is possible that the pressure line connector may not have been properly inserted during set-up and eventually became disconnected after two days of use. No patient consequence was reported as a result of this incident. Our user instructions that accompany the rt235 infant dual heated evaqua breathing circuit illustrate in pictorial format the correct set-up and also state the following: "check all connections are tight during use." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." "Set appropriate ventilator alarms."